Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that low pacing lead impedance and drop in r-wave amplitude was observed. There was also no capture on rv lead. Lead was explanted and replaced. After extraction, insulation anomaly was noted. Patient was good during and post-procedure.